Event description:
A customer reported that during surgery, a lateral perforation was noted on the phacoemulsification tip, resulting in corneal edema. Additional information received from the customer indicated that some material/fluid went out through a hole on the tip and caused the corneal edema. The surgery was able to be completed following a delay of about 5 minutes. The patient's present condition is unknown. Additional information has been requested.

Manufacturer narrative:
No phaco tip sample was received for evaluation. A drawing made by the complainant was reviewed. It appears that the lateral perforation on the phaco tip is the aspiration bypass system (abs) hole, which would be per specification. The abs hole is a small hole in the phaco tip just below the flare of the tip. There is little or no flow through this port when the tip is unoccluded. As the tip becomes occluded and vacuum builds, more irrigation fluid is drawn through the abs port, helping prevent any post-occlusion surge and anterior chamber collapse. In addition, the extra fluid flowing through and around the tip (via the loosely fitting irrigation sleeve) allows the extra cooling of the tip, helping prevent corneal burns. (B)(4). No abnormalities that could have contributed to a customer problem were found during the reviews. The product was released according to the company's acceptance criteria. The root cause for the corneal edema cannot be determined from this evaluation because a sample was not returned. (B)(4).